Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. A manufacture DHR review was not performed because the device is beyond a year from its manufacture date of 11-feb-2011 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a no disposable alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.